Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was impossible to put the plate on the screw. No part was left in the patient and no consequences were reported. There was a 20 percent delay of surgery, but did not require further treatment. The end of the screw was badly deformed and therefore it was impossible to insert the plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: an investigation was done and it states that the measurable dimensions were found to be in compliance with the technical drawings and within specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be found. The investigations show that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore, the plate does not pass the slotted end of the dhs/dcs screw.

Event description:
This is report 1 of 1 for complaint (B)(4).